Event description:
The customer reported that while the unit was in use on a pt it would not operate on battery power. The pt was switched to another unit and therapy was continued. No pt injury was reported.